Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a hyperglycemia and initially self-treated with insulin. After an unknown amount of time, the customer was administered secondary treatment of "2 bags of saline (IV) insulin 5 units" for treatment by a hcp. Customer declined to provide further information. There was no report of death or permanent impairment associated with this event.